Event description:
It was reported that a (B)(6) female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The carto 3 system was displaying a force sensor error 106 when the catheter was plugged into the patient interface unit (piu). The team tried re-zeroing several times without resolution. After doing some mapping with the ablation catheter they swapped out the catheter and the error was resolved. It was then noted that the patient¿s heart rate had increased. Intracardiac echo (ice) was used to confirm the tamponade. A pericardiocentesis was performed and fluid, 850ml, was removed from the pericardial space. Patient was stable. The ablation procedure was aborted and no ablation was performed. Physician suspects perforation in the right ventricle during mapping. The physician could not with certainty pinpoint the cause of the adverse event; however, they stated that not having a force may have contributed to the patient complication as well as friable tissue. The patient outcome of the adverse event was fully recovered (no residual effects). No ablation was performed and a transseptal puncture was not performed. The irrigated catheter flow was set for an stsf catheter. The correct catheter settings were selected on the generator. No ablation was done so the pump switching from low to high flow during ablation is not applicable. An error of 106 was observed, catheter removed and replaced. Force visualization features used were dashboard. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2022, the product investigation was completed. It was reported that a 63-year-old female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The carto 3 system was displaying a force sensor error 106 when the catheter was plugged into the patient interface unit (piu). The team tried re-zeroing several times without resolution. After doing some mapping with the ablation catheter they swapped out the catheter and the error was resolved. It was then noted that the patient¿s heart rate had increased. Intracardiac echo (ice) was used to confirm the tamponade. A pericardiocentesis was performed and fluid, 850ml, was removed from the pericardial space. Patient was stable. The ablation procedure was aborted and no ablation was performed. Physician suspects perforation in the right ventricle during mapping. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic and features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. During the magnetic test, error 106 appeared on the system due to an internal pcb (printed circuit board) failure. A manufacturing record evaluation was performed for the finished device [30701882l] number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The force error observed by the customer was confirmed but it is not related to the adverse event. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Regarding the force error, the IFU contains the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).